Event description:
The customer reported being hospitalized for low blood glucose of 35mg/dl. Initially, the customer requested assistance in finding the reservoir set-up screen. The customer seemed disoriented and stated that the day before the call she had a seizure because of her low glucose level. The customer stated that her blood glucose was 247mg/dl, and it dropped with no apparent reason. Troubleshooting was performed. Reviewed the basals and found that the customer had several different basals for different times. Assisted customer to set the basals properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.